Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. A 6x60mm absolute pro self-expanding stent was deployed; however, the stent system became stuck on the guide wire during removal. Both the stent system and the guide wire were removed as a unit and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.